Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-01701 it was reported the patient¿s leads had migrated. The patient underwent surgical intervention on (B)(6) 2023 where the leads were repositioned restoring therapy.